Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, and a root cause could not be presumed with the information obtained. The event can be detected/prevented by following the instructions for use which states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovidescope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.